Event description:
Country of complaint: (B)(6). During the implantation procedure when setting up a second surgical suture needle dropped out of the thread. This could result in aspiration needle into the larynx.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open unit, the one involved in the case. This is the second complaint received of this code batch, both from the same end customer. (B)(4) units were manufactured and distributed to customers in (B)(6). There are no units in OEM stock. The thread was cut in the attachment area, it was not detached from the needle. It can be seen that part of the thread is still inside the needle hole; this is due, as was the previous case for this item from this facility, that the suture has not been manipulated in the correct way, the thread has been cut with the needle holder. The end part of the thread is damaged. Additionally, there were marks made wit the needle-holder on the hole of the needle. Final conclusion: the complaint is not corresponding (not justified). Corrective action: not applicable. Manufacturing records indicate normal processes with no discrepancies.